Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Please note that due to the receipt of unique patient identifiers, the events initially included in this report have been filed as separate regulatory reports. Please see manufacturer report #2182208-2018-00329 for any further information received regarding patient (B)(6), manufacturer report #2182208-2018-00330 for any further information received regarding patient (B)(6), manufacturer report # 2182208-2018-00332 for any further information received regarding patient (B)(6), and manufacturer report #2182208-2018-00333 for any further information received regarding patient (B)(6).

Manufacturer narrative:
This value is the average age of the patients reported in the study, as specific patient ages could not be identified. This value reflects the sex of the majority of the patients reported in the study, as specific patient sexes could not be identified. Please note this date is based off of the study's date of completion as specific event dates were not provided unless otherwise noted. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Section d information references the main component of the system from the first event; other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Study article summary: the study aimed to determine the feasibility of polymodal modulation therapy in subjects with chronic intractable lower back pain with or without leg pain. The authors concluded that the results of the study confirmed the functionality, efficacy, and safety of pm-scs in a trial phase stimulation period. Reported events: 1. One patient ((B)(6)) experienced lead movement that was ¿definitely¿ procedure or device related. The event severity was considered moderate and was resolved with reprogramming 1 day after the event. 2. One patient ((B)(6)) experienced lead movement that was ¿definitely¿ procedure or device related. The event severity was considered mild and was resolved with reprogramming 2 days after the event. It was noted the patient¿s ¿leads had moved down¿ and the subject exited from the study. It was noted the patient had enrolled in the study on (B)(6) 2017 and withdrew from the study on (B)(6) 2017. 3. One patient ((B)(6)) experienced lead movement that was ¿definitely¿ procedure or device related. The event severity was considered mild and was resolved with reprogramming one day after the event. It was noted that an x-ray was performed to check the lead position and the patient was reprogrammed accordingly. 4. One patient ((B)(6)) experienced lead movement that was ¿definitely¿ procedure or device related. The event severity was considered moderate and the issue was resolved within one day through lead removal. It was noted the patient¿s leads were taken out on (B)(6) 2017. It was noted the patient had enrolled in the study on (B)(6) 2017 and withdrew from the study on (B)(6) 2017. Additional information has been requested regarding patient/device info, event dates, clarification on the information provided, and for additional missing required fields; a supplemental report will be filed if additional information is received.